Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed smoke coming from the tdx/flx analyzer. Abbott field service inspected the analyzer. Reagent display driver board #6 was removed, cleaned and then reinstalled to resolve the issue. The board was found to be very dusty. The analyzer functioned according to specifications after cleaning the dusty board. No injury was reported.